Manufacturer narrative:
Product ID 8711, lot# j11387r10, implanted: 2002 (B)(6); product type catheter product ID 8709, lot# l58355, implanted: 1998 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that, a few hours after having a refill on (B)(6), the patient crashed. At that time, narcan was given to the patient and she had responded. It was indicated that a system content removal procedure to remove the old drug from the system couldn¿t be performed as the healthcare provider (hcp) did not have a catheter access port (cap) kit available. It was also noted that, if the pump was found to be correctly programmed for dose and concentration, the hcp wanted to have the pump filled with saline and programmed to stopped mode. If the pump was found to be incorrectly programmed, the hcp wanted to have the pump turned to minimum rate. At the time of report, the pump contained fentanyl, bupivacaine, and morphine. Two days later, it was reported that, when the patient was seen on the prior thursday or friday, the reporter found that the patient had a lot of ¿medical problems¿. The patient was in the hospital and was communicating by mouthing words and opening her eyes, but was not moving too much. It was noted that the patient had experienced a stroke in the past, so she was not very mobile. On the prior saturday, it was requested that the hcp fill the pump with saline to see if the pump was the cause for the patient¿s medical status. The hcp indicated that they didn¿t believe there was a problem with the pump as there had been nothing unusual about the refill, but they wanted to rule out a problem with the pump. However, the patient¿s husband stated that the pump was not working and the medication was not going where it was supposed to; it was likely going everywhere and anywhere. He also indicated that this had been determined ¿under dye¿, but reportedly hadn¿t seemed sure.